Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. The patient had been taking eliquis pre-procedure. A left atrial appendage closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Groin access was obtained, and heparin was given. The first activated clotting time (act) result was therapeutic. A versacross connect (vcc) kit was selected for use. A watchman double curve access system (was) was inserted with the vcc kit. During transseptal puncture (tsp), a mobile thrombus was noted on the fossa ovalis / septum going through a patent foramen ovale (pfo) and it showed on both the left atrium and right atrium. Aspiration of the thrombus was performed. A 27mm watchman flx pro closure device was implanted. The procedure was concluded, and the patient was discharged.